Event description:
Additional information was received from the patient. The patient called back and repeated information regarding still having bowel movements. Patient stated they have made several adjustments already. Patient stated they have a surgery on the 24th and need to know how to turn stimulation off. Agent attempted multiple times to review how to turn therapy off. Please note patient became upset and continued to tell agent they were lying. Agent attempted to walk patient through how to connect to ins, but patient reported continuing to see "retry", "cancel", and "end session". Agent attempted many times to get patient to read full message on the handset screen, patient became upset that agent was asking them repeatedly what was on handset screen. Agent again attempted to review how to turn therapy off, patient was interrupting and was becoming escalated. Patient stated they would not try connecting anymore as they have high blood pressure and herniated discs in their neck and back. Patient stated they wanted new equipment sent to them. Agent reviewed new equipment can't be sent without knowing what the issue was. Agent reviewed device not responding is typically not an iss ue with equipment and patient would need to follow up with hcp if this message is continuing to come up. Patient continued to become escalated. Agent let patient know agent could transfer to a different agent. Patient disconnected call. Email sent to field staff r egarding unresolved issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via distributor who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that when trying to connect with their implant "nothing is coming on" and stated eventually the communicator powers off. It was determined patient did not have the interstim x my therapy app open. Patient reported "this was the worst mistake they made because this thing is not functioning" and stated they are sick and tired of complaining so patient stated they don't call the "office" anymore. Patient reported they were not getting good symptom relief and reported this was not helping their symptoms by 50%. Patient reported their underwear was "always messed up and it is so embarrassing". Patient stated they don't know why they encouraged them to "take this" and they know it was not working (agent not clear what patient meant by this). Agent offered to assist patient with making therapy adjustments and patient reported when they increase stimulation they have too much pain in their vagina so they have to decrease stimulation. Patient stated they do not know anything about the programs as they did not get adequate training. Agent reviewed general therapy/programming overview. Agent reviewed general use of external dev ices. Reviewed how to connect with patient's implant. Patient reported getting device not responding despite repositioning communicator on their implant. Patient reported their implant has moved and stated it used to be "way up at top, now it's way at the bottom". Patient inquired if implant should have moved. Patient reported implant was moving "all over the bottom, going up top, moving up down" when patient was placing communicator over implant trying to connect. Patient reported implant felt little now and stated it felt like the implant was "reducing in me". Patient clarified before implant felt bigger and now they only feel a little bit of it and it feels smaller. Patient denied any trauma to implant site or falls. When agent asked for event date, patient stated 5 days ago it was fine and reported today they are "passing poop" and when they go to try to connect with their implant they noticed their implant was not as big as it was and was causing a lot of problems. Redirected patient to their managing healthcare provider to address the issue. Patient stated they can't go to their healthcare provider due to cost of transportation. Patient stated they have been to drs many times and they should not be having all of these problems. Patient stated they were just at drs like two months ago. Please note, agent had a difficult time following the call and hearing patient throughout the call. Agent made best attempt to document all relevant event information. Patient successfully connected with implant on the call. Agent reviewed how to change programs. Patient successfully changed programs on the call but when patient was increasing stimulation on new program patient reported not feeling any stimulation when increased stim. Patient tried to continue to increase stimulation on new program patient reported getting device not responding message again. Patient continued getting device not responding despite repositioning communicator on their implant. Patient also reported getting operation failed, an error has occurred while performing the operation, with an option to end session. Patient pressed end session, and tried to connect with implant again and stated successfully connected with implant, but reported continued getting device not responding message when patient tried to increase stimulation. Patient then reported getting operation failed message again. Patient tried to connect with implant again but reported continued getting device not responding. Patient stated they have never had all this trouble. Patient confirmed communicator was placed directly on implant. Patient inquired if external devices could be "no good". Agent reviewed external devices overview and telemetry considerations due to patient's concern that implant has moved. The issue was not resolved through troubleshooting. Redirected patient to their managing healthcare provider to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were still having a lot of bowel movements and they weren't sure what to do. It was reviewed how to use the external equipment. The patient was on program 3 at the time of the call and they wanted to change to program 4. The patient changed to program 4 and increased stimulation. The patient did not feel any stimulation as they increased it, so they decided to leave the stimulation as it was and would monitor symptoms.